Event description:
It was reported that this right atrial (ra) and right ventricular (rv) lead were explanted due to insulation damage and fracture. A subcutaneous implantable cardioverter defibrillator (s-ICD) system was then implanted. No additional adverse patient effects were reported. This product was retained by the hospital. If the product is returned, analysis will be performed and this report would be updated at that time.